Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the prograsp forceps would no longer open or close properly. A new instrument was obtained to replace the broken one. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report. Intuitive surgical, inc. (Isi) received user facility report 5201770000-2023-8023 stating: during the procedure, the prograsp forceps no longer opened and closed properly, per surgeon. No injury was caused to the patient. A new instrument was obtained and replaced the broken one.

Manufacturer narrative:
Based on the claim against the product by the customer noting instrument 8mm prograsp forceps no longer opened and closed properly, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm prograsp forceps was analyzed and failure analysis investigations replicated and confirmed the customer reported complaint "the prograsp forceps would no longer open or close properly." Failure analysis found the primary finding of missing distal clevis pin to be related to the customer reported complaint. During visual inspection, the instrument was found to have a missing distal clevis pin. The distal clevis pin was not returned with the instrument which caused the grip failure at the distal end. The complaint regarding 8mm prograsp forceps no longer opened and closed properly was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis confirmed the instrument's clevis was missing. This instrument is designed with a clevis pin on the distal end allowing articulation of the instrument assemblies they are holding together and is secured to the device by swaging. If the pin is not properly fused together, the pin could become dislodged and fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.